Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate normothermia therapy, but arctic sun device kept alerting 02 low flow and fdl open. Nurse had powered device off. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 38.8c. 4 pads connected to adult patient. Fdl secure and in lock position. Had nurse power on device and restart therapy. Device primed to 0 l/m and alerted 02 low flow and fdl open. No visible water flowing through pad lines. System diagnostics: outlet monitor temperature (t1) was 9.8c, outlet control temperature (t2) was 9.6c, inlet temperature (t3) was 23c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100%, mixing pump command (mpc) was 100%, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 2595.7, pump hours were 174.2. Walked through stop therapy, empty pads and disconnect. Placed device in mc at 4c with no pads attached. System diagnostics: outlet monitor temperature (t1) was 5.4c, outlet control temperature (t2) was 5.3c, inlet temperature (t3) was 6.2c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 59%, mixing pump command (mpc) was 100%, heater command (hc) was 0. Had them attached pads while still in manual control, water reservoir level (wrl) was 1.9 l/m, inlet pressure (ip) was -1.3psi. Disabled manual control and water flow rate (wfr) would not rise above 1 l/m. Advised to swap out to a new set of pads and call back if he has additional issues or questions. Noted water flow rate (wfr) should be in the 2.5-3 l/m range for 4 adult pads. Sn: (B)(6). Per follow up information received via phone on 23feb2026, spoke with nurse who said they would have to speak with the charge nurse or supplies coordinator. Stated the charge nurse was not in office so they would prefer to take information instead of transferring to leave a voicemail.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were trying to initiate normothermia therapy, but arctic sun device kept alerting 02 low flow and fdl open. Nurse had powered device off. Normothermia targeted temperature (tt) was 37c, patient temperature (pt) was 38.8c. 4 pads connected to adult patient. Fdl secure and in lock position. Had nurse power on device and restart therapy. Device primed to 0 l/m and alerted 02 low flow and fdl open. No visible water flowing through pad lines. System diagnostics: outlet monitor temperature (t1) was 9.8c, outlet control temperature (t2) was 9.6c, inlet temperature (t3) was 23c, chiller temperature (t4) was 5.2c, water flow rate (wfr) was 0 l/m, inlet pressure (ip) was -1psi, circulation pump command (cpc) was 100 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0, water reservoir level (wrl) was 4, system hours were 2595.7, pump hours were 174.2. Walked through stop therapy, empty pads and disconnect. Placed device in mc at 4c with no pads attached. System diagnostics: outlet monitor temperature (t1) was 5.4c, outlet control temperature (t2) was 5.3c, inlet temperature (t3) was 6.2c, chiller temperature (t4) was 5.8c, water flow rate (wfr) was 1.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 59 percent, mixing pump command (mpc) was 100 percent, heater command (hc) was 0. Had them attached pads while still in manual control, water reservoir level (wrl) was 1.9 l/m, inlet pressure (ip) was -1.3psi. Disabled manual control and water flow rate (wfr) would not rise above 1 l/m. Advised swapping out to a new set of pads and call back if he has additional issues or questions. Noted water flow rate (wfr) should be in the 2.5-3 l/m range for 4 adult pads. Sn: (B)(6). Per follow up information received via phone on 23feb2026, spoke with nurse who said they would have to speak with the charge nurse or supplies coordinator. Stated the charge nurse was not in office so they would prefer to take information instead of transferring to leave a voicemail.